Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the metal elements were grinding from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number: (B)(6).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the metal elements were grinding from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, the device has been repaired. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at the manufacturer. As they stated, it was detected black soot at the mechanical connection between the light head fork axle and the spring arm. Investigation of the issue reveals that the bearings in the spring arms have been destroyed as a result of no lubrication over an extended amount of time. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.